Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and five months later, through right internal jugular vein access, a series of exchange wires were placed, and a 11 french retrieval sheath was placed. The catheter was advanced to the level of the inferior vena cava filter and venogram was performed of the inferior vena cava. A survey reveal system was deployed to capture the apex of the filter, lungs were inflated as an attempt to free the apex of filter. All attempts were unsuccessful, and the apex must be embedded in the wall of the inferior vena cava or tract with scar or chronic thrombus. As evident from the inferior vena cavogram, the filter apex was directed posteriorly; although it appeared to be within the inferior vena cava. After two days, a computed tomography angiographic study demonstrated a large anterior osteophyte at the l1- l2 level which impinged upon the apex of inferior vena cava filter preventing the snare from engaging the apex of the filter. Elevating the filter with a small anteflexed angioplasty balloon or passing a wire posterior to the osteophyte, the snare would be able to capture the apex in the filter can be safely removed. At least 3 struts were found to be penetrating the anterior portion of the inferior vena cava and knees impinge upon the second and third portions of the duodenum and may be contributing the patient's right upper quadrant pain. The patient experienced upper abdominal and right chest pain and this appeared to be due to the manipulation of the filter during attempted removal previously. Patient had an occluded right internal jugular vein which was a new finding from previous placement of the inferior vena cava study. After one month, the patient indicated strut perforation of the inferior vena cava filter, abdominal pain from irritation of the struts which abut the duodenum and project toward the aorta. Hence, the patient decided to remove the filter. Venogram images demonstrate the inferior vena cava filter to be free of thrombus. The tip of the kumpe catheter and wire was advanced posterior to the apex of the filter and then passed into the inferior vena cava superior to the filter. The wire and catheter was then snared using the snare retrieval kit. This allowed the snare loop to be directed over the apex of the filter. Once the apex of the filter was captured the wire and catheter were removed and the snare type around the apex of the filter. The filter was in securely anchored and the capture sheath was advanced over the filter collapsing the filter legs. After the filter struts were collapsed, the sheath was advanced over the collapsed filter and the filter retrieved without difficulty. The filter was removed from the 11 french sheath and confirmed that it was intact. 3 of the strut legs were severely deformed and these were the 3 extremities are likely penetrated to the inferior vena cava wall and abutting the duodenum and aorta region. The findings also confirmed that 3 of the legs were deformed and these were likely the struts that were perforating the inferior vena cava and abutting the duodenum. Successful snare of the inferior vena cava filter tip in successful retrieval without complication. Follow up venogram showed no evidence of extravasation or leak. No metallic fragments are remaining. The filter was removed in its entirety. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava, material deformation and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b7, d4(expiry date: 11/2013), g3, h6(device, method, conclusion). H11: g1, h6(result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter perforated, tilted and embedded in the wall of the ivc. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately 3 years post deployment, unsuccessful attempts were made to retrieve the filter. As a result of that, the filter apex was directed posteriorly. Another attempt was made to retrieve the filter, CT scan revealed that the filter struts are perforating the ivc wall. Following month, the filter was retrieved successfully. Therefore, the investigation is confirmed for the filter tilt, perforation of the ivc wall and retrieval difficulties. During the first retrieval attempt, there was no report of additional issues with the filter; therefore, it is possible that the unsuccessful retrieval attempts contributed to the filter tilt and the second attempt may contributed to the perforation of the ivc. However, based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter perforated, tilted and embedded in the wall of the ivc. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure.the patient reportedly experienced pain; however, the current status of the patient is unknown.